Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 53 mg/dl. Reportedly, the customer over-estimated how much insulin was needed when addressing a rising bg level via bolus delivery. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.